Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed pulse testing. The cause for the failure was isolated to a shorted u1005 component pin shorted to ground on the computer/analog board. The root cause for the short could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During an investigation into an unrelated issue, a reportable problem was found. Monitor sn (B)(4) failed pulse testing.